Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary: the product was not returned to depuy synthes, however a photo was provided for review. The photograph attached was reviewed, however it does not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photograph provided is not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that patient was revised due to glenosphere dissociated from baseplate at the bone to implant interface. Original primary was on (B)(6) 2024 with the first revision occurring on (B)(6) 2025 for dissociated glenosphere. On (B)(6) 2025, the central screw, peripheral screws, humeral tray and liner were replaced. Doi: (B)(6) 2024. Dor: (B)(6) 2025. Affected side: left shoulder. (B)(4) and (B)(4) are related to each other. (B)(4) captures the 1st revision happened on (B)(6) 2025 (B)(4) captures the 2nd revision happened on (B)(6) 2025.